Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor would not power on. Upon evaluation, high voltage had deviated to low voltage circuitry, damaging multiple components on the computer / analog (ca) and defibrillator boards. The root cause of the high voltage deviation cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
During servicing of a patient's monitor, which was returned for investigation into an unrelated issue, a reportable problem was found. The monitor would not power on.